Manufacturer narrative:
A follow up MDR will be submitted upon completion of the plant's investigation.

Event description:
Medical records were received from the patient's clinic. Upon review of the medical records it was noted that the patient was admitted to the hospital for sepsis, peritonitis and acute metabolic encephalopathy.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. There is no documentation to suggest a causal relationship between the liberty cycler and the adverse events of sirs, peritonitis, sepsis, acute metabolic encephalopathy, dehydration, thrombocytopenia or possible aspiration pneumonia. Additionally, there is no allegation against any fresenius products and the adverse events. There is however a strong probable association to the patients¿ complex past and present medical history, the patient not performing pd therapy for 3-4 days prior to hospitalization and the adverse events leading to hospital admission for medical management.

Event description:
Medical records were received from the patient's clinic. Upon review of the medical records is was noted that the patient was admitted to the hospital for sepsis, peritonitis and acute metabolic encephalopathy.